Manufacturer narrative:
The faradrive sheath was returned to boston scientific for analysis. During device-to-device interaction testing, the dilator was successfully inserted into the sheath and audibly snapped and locked into the valve housing, confirming proper engagement. A pull-force evaluation conducted during removal yielded an average measurement of 6.352 lb., which conforms to the product specification's functional requirements. As a secondary finding from the analysis, visual inspection of the dilator confirmed damage to the distal tip and a light cut into the side of the shaft near the snap-ring. Based on historical investigations, the damaged distal tip is consistent with sheath interface damage that occurs when the dilator fails to withstand insertion. Therefore, the returned dilator was likely damaged during a prior insertion attempt before product return. Based on these results, the sheath and dilator interfaced as intended.

Event description:
It was reported that the sheath and dilator did not connect completely and then separated during preparation. During preparation for a pulse field ablation (pfa) procedure to treat atrial fibrillation a faradrive sheath was selected for use. When attempting to insert the dilator into the sheath the dilator did not completely connect with the sheath and would separate from it. The sheath was replaced and the procedure was completed. No patient complications were reported. The faradrive sheath was returned for analysis. The dilator and sheath engaged properly in device-to-device interaction testing, but visual inspection of the dilator confirmed damage to the distal tip and a light cut into the side of the shaft near the snap-ring.